Event description:
Reporter states the "sealing plug cracks often" at the connector.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction because of reoccurring crack in the sealant at the connection site will result in a broken cap which will eventually fall off which will require extubation and re-intubation of a high risk infant. From a clinical perspective, a feeding tube whose cap has fallen off may leak and may not deliver the prescribed nutritional requirements to the patient and would require replacement, necessitating re-insertion. Nasally re-intubating a neonate, exposes the patient to the risk for serious procedural complications like perforation. Also, patients may require repeated x-rays to confirm the tube placement. Three samples in one package were received and visually tested. Tow of them are used/contaminated. One unused sample in closed peel pack has been visually evaluated and no defect has been observed. Two contaminated samples have been evaluated: one sample has detached cap tab and next found to be defective due to detached cap from connector body and detached cap tap. History records were reviewed and no nonconformity was registered during manufacturing process. All relevant tests required during manufacturing process and final product releases were performed and met requirements. One earlier complaint was registered with reference to the type of failure for the product ref number within last 30 months. The issue has been investigated indicates that the design and manufacturing processes are sound. Based on above the root cause of reported fault cannot be determined. Note: the actual date of event is unknown, so the date used was the date convatec became aware.